Event description:
The tandem iq system insulin pump was delivering too much insulin to me automatically. I went from a high blood sugar 350 mg/dl (caused by tandem) and the pump controls gave me 3.52 units of insulin which pushed me down to 52 mg/dl in a 2 hour period. That's severe hypoglycemia. Now because of that huge numeric distance (350- 52) my counter regulatory hormones will shoot me straight up to 400 again.